Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the tip remaining in the anatomy and treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the right external iliac into the common femoral artery. Pre-dilatation was performed and the supera stent delivery system was advanced into the patient anatomy. The supera stent was deployed and upon removal of the stent delivery system, it was noted that the tip remained in the patient anatomy. A non-abbott covered stent was used to trap the tip to the vessel wall in the right common femoral artery. The location of the separated tip was unknown. No additional information was provided.